Event description:
Information was received via advanced materials study in extreme lateral interbody fusion clinical review that a patient underwent an extreme lumbar interbody fusion at l4/5 on (B)(6) 2021. On (B)(6) 2022 during a follow up an acute fracture was visualized through the l5 body using an MRI lumbar spine without contrast done. Treatment included physical therapy.

Manufacturer narrative:
No device or radiographs were provided to confirm the complaint. The patient's post-operative physical activity and bone quality is unknown. It is unknown if the patient suffered a fall. No root cause could be determined though review of the reported information suggests implant selection, poor bone quality, or excessive post-operative physical activity as possible causes or contributors. No additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery include: fracture of the vertebra". "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone." "Patient education the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications."